Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left vessel below the knee. Introducer sheath was placed by ipsilateral approach, after a guiderwire was crossed a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the balloon revealed a pinhole at the markerband. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left vessel below the knee. Introducer sheath was placed by ipsilateral approach, after a guiderwire was crossed a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 4 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.